Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported by the customer that safety mechanism for needle not working properly, leaving an exposed needle when needle is pulled out after insertion. When they pull the needle back, the plastic housing is moving with it instead of staying on the tip of the needle. Blood control mechanism did not work upon disconnection of flush syringe. Because she was not prepared for this, it bled out on the floor. This happened today, 4/28. Verbatim: complaint via email. Email(s) attached issues: safety mechanism for needle not working properly, leaving an exposed needle when needle is pulled out after insertion. When they pull the needle back, the plastic housing is moving with it instead of staying on the tip of the needle. Blood control mechanism did not work upon disconnection of flush syringe. Because she was not prepared for this, it bled out on the floor. This happened today, 4/28.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.